Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had issues connecting carelink to her insulin pump. Customer's blood glucose level was 522 mg/dl. She treated her blood glucose level with the insulin pump and a syringe. The customer was nauseous. She was also hospitalized 2 weeks ago for the stomach flu. The high pressure test passed. Air bubbles were present in the tuning and cannula. The device was not returned.